Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump over-infused tpn (total parenteral nutrition) during patient delivery. The administration rate was set to 73ml/hr with bag volume 1752.1863 ml. The bag weight before starting the infusion was 1902g. The infusion was started the day prior and on the reported event date found empty which was earlier than it should have been. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.